Manufacturer narrative:
Additional system components involved in this adverse event include: item #pxc141000/lot #14006363/UDI # (B)(4). Item #plc231400/lot #13211869/UDI # (B)(4). Item #plc231000/lot #14017928/UDI # (B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement, and aneurysm rupture.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2015 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The maximum diameter of the aneurysm measured 54 mm. The patient's infrarenal neck angle measured 35 degrees. The patient tolerated the procedure. Follow up computed tomography angiography (cta) examination on (B)(6) 2016 showed the aneurysm measured 63 mm. Follow up cta examination on (B)(6) 2017 showed the aneurysm measured 64 mm. Follow up cta examination on (B)(6) 2017 showed the aneurysm measured 64 mm. Follow up cta examination on (B)(6) 2018 showed the aneurysm measured 64 mm. An adverse event notification was received that the abdominal aortic aneurysm sac ruptured on (B)(6) 2019. Aneurysm sac rupture was not confirmed by the physician. A type I endoleak with aneurysm expansion was noted. The exact amount of aneurysm enlargement was not reported. The aneurysm enlargement was reported as greater than 1cm in the last year. On (B)(6) 2019 a four-vessel fenestrated branched endovascular repair of the juxtarenal aneurysm was performed with bridging stent placement to the celiac artery, superior mesenteric artery, and bilateral renal arteries. The devices used in the repair included a cook alpha distal extension 32-106 custom fenestrated, gore® excluder® 16-15-14 to the right common iliac artery, gore® excluder® 16-14-14 to the left common iliac artery, gore® viabahn® vbx balloon expandable endoprosthesis 8-29mm flared post-dilated to 10mm to the celiac artery, bard lifestream 8-26mm postdilated to 9mm to the superior mesenteric artery, bard lifestream 7-26mm flared to 10mm to the right renal artery, and bard lifestream 8-26mm and 7-26mm to the left renal artery postdilated to 8 mm and flared to 10 mm. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
B.5. Additional event description added.

Event description:
Additional clarification was received that no aneurysm rupture was present for this patient prior to reintervention. Only a type I endoleak was present. The aneurysm sac reportedly measured 6.7cm in (B)(6) 2018, and aneurysm expansion was reported as greater than 1cm in the year following the 2018 visit. The exact amount of aneurysm enlargement was unable to be obtained. The physician reported that the suspected reason for the onset of type I endoleak and aneurysm enlargement was proximal degeneration.